Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A device inspection was not available since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient underwent orif for humeral fracture on (B)(6) 2025. Axsos ph implanted. The patient had to undergo revision surgery due to re-dislocation of the bony fragment of the greater tuberosity of the humerus due to malpositioning of the plate."

Event description:
As reported: "patient underwent orif for humeral fracture on august 20, 2025. Axsos ph implanted. The patient had to undergo revision surgery due to re-dislocation of the bony fragment of the greater tuberosity of the humerus due to malpositioning of the plate."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.